Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small grasping retractor instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm small grasping retractor wires were sticking out.